Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - incontinence.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had mental status changes while the egv was low. The patient uses tandem t slim reportedly not in modified closed loop. On (B)(6) 2025, at around 3:00 am, the patient woke up and the dexcom device showed a low reading. It was not specified whether the reading displayed ¿low¿ or just a low value. The patient¿s spouse attempted to raise his blood sugar by giving him skittles, but he began exhibiting unusual behaviors. Despite this, the readings remained low. Later that morning, around breakfast, the patient had eggs and toast, but the device continued to notify low readings. Since the alerts persisted, the spouse also gave him yogurt. By 2:00 pm the same day, the patient started acting strangely and showing symptoms of dka, though the exact symptoms were not mentioned. The spouse pricked his finger using a blood glucose meter and found the reading was over 600 mg/dl. Ketone testing confirmed dka. The spouse called a doctor, who advised going to the hospital, and then called paramedics. Sometime that day, the dexcom reading was 65 mg/dl, and the blood glucose reading was 799 mg/dl. The spouse added that they were still in the hospital on the day of follow up (B)(6) 2025. As per reporter no medication was provided for hyperglycemia and he was transported to the emergency room (ER). The reporter mentioned he was provided some pills to lower down his sugar but he can't name the pills. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. While the patient had mental status changes, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Sometime that day, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.